Event description:
The consumer reported receiving deep tissue burns to her stomach from the heating pad. The consumer did not seek medical treatment for her injuries. Burns of the nature are the result of the consumer laying or leaning against the heating pad while in use which is contrary to proper use instruction.